Event description:
The customer had a hypoglycemic event and passed out. Spouse used the device to check patient's blood glucose and the results were 145 and 379 mg/dl. Emergency medical technicians were called and they checked patient's glucose at 66 mg/dl. Patient was taken to the hospital and also given a shot of glucose. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.